Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor was malfunctioned after second day of insertion. Customer reported that on the first day, sensor glucose continued to drop. Customer found that the cannula was separated from the sensor on the second day of insertion. Customer declined troubleshooting. Customer was advised that sensor would be replaced.

Manufacturer narrative:
We evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.